Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the product is not being returned, it has been discarded by the customer. We attribute the product's condition to fair wear & tear due to age and use as it is over four (4) years old and has seen heavy use. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the screw on the handle of the customer's rigid fix pin remover tool broke. The sales representative verified that nothing broke or fell inside the patient. The surgeon was done with the procedure so there were no patient consequences or delay. The sales representative verified that the device was over four (4) years old and had seen heavy use. The device was discarded.